Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer layers of the driveline was observed through evaluation of photographs provided by the account. A specific cause for the reported superficial driveline damage could not be conclusively determined through this investigation. It was reported that there was damage observed to the coating of the pump cable closer to the bend relief of the inline connector. The pump cable was reportedly repaired using rescue tape. 5 additional photographs were provided by the account that displayed the damage that occurred on the silicone jacket layer of the driveline. The silicone jacket has appeared to have been broken revealing the armor layer. It appears that the underlying armor layer has signs of wear as it has become frayed, slightly exposing the interior layers. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(4). The heartmate 3 instructions for use (IFU) addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The hm3 lvas patient handbook contains a section on ¿caring for the driveline¿, including checking the driveline daily for signs of damage (cuts, holes, tears). The heartmate 3 lvas IFU, is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the coating of the pump cable at the side of the bend relief of the inline connector. The pump cable was repaired using rescue tape.